Manufacturer narrative:
The MFR did not receive the affected device, the x-ray (s), nor other source documents for review. The cause for this specific event cannot be ascertained from the information provided, an updated report will be submitted once additional information is received or if the device is returned for investigation and the result becomes available. (B)(4).

Event description:
It has been reported that the patient received a reverse shoulder replacement surgery on (B)(6) 2013, on his right shoulder. This surgery composes the implantation of 2 components: the glenosphere components which are composed of the tm reverse baseplate (ext-tmr-imp-gle) and the tm reverse glenosphere (ext-tmr-imp-hed-gle) with their associated screws (inverse/reverse screw system). Humeral components which are composed of the stem (a.s. Humeral stem), the cup (inverse humeral cup), and the inlay (as inverse humeral pe-inlay). A day later ((B)(6) 2013), on a post-operative x-ray, the result emphasized the complete detachment of the glenosphere. Hence the patient had to undergo revision surgery on (B)(6) 2013, whereupon the surgeon re-assembled the baseplate and the glenosphere but the stem 12, the cup and the in-lay 40-0 where removed and replaced.